Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code f2203. Device evaluation: a visual analysis of the returned device identified it to be underweight, a broken shell and brown particles in the surface of the shell. A microscopic analysis was performed which identified a sharp broken edge assessed as unidentified tear opening. A piece of the shell was missing. Based on the device analysis the final assessment is: a sharp opening in the posterior side assessed as an unidentified (tear) opening. As a piece of the shell was missing, assessment inconclusive.